Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their left abdominal and rib area. An x-ray revealed the leads had migrated. A lead revision was performed and therapy was restored.